Manufacturer narrative:
Analysis is taken from a trending report of evaluation or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end users wife states that the end user has noticed a red, very sore area that is moist and bleeds a little around the stoma, extending about half way from the stoma to the edge of the mass. The end users wife states that the home healthcare nurse has been using a powder and wipe. The end users subsequent outcome was not reported.